Event description:
The manufacturer received information alleging a test step during testing occurred on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blend module and system board would need to be replaced to address the issue.